Event description:
A patient was implanted with prodisc-l at l5-s1 on an unknown date. On an unknown date the patient presented with pain to the surgeon. The examination showed migration/subsidence of the superior endplate and the poly inlay of the pdl. The inferior endplate was intact and in the correct position. The patient was returned to the o.r. On (B)(6) 2013 for removal of superior endplate and poly inlay. The inferior endplate was not removed. The surgeon replaced the superior endplate. During implant of a new poly inlay the inserter broke and the inlay would not slide into position. Another insertion device and a new poly were used and the procedure was completed with a less than 10 minute delay. This report is #2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The risk analysis was reviewed for prodisc-l. Hazard 1.3 describes implant subsidence as a potential hazard leading to potential harms of could cause pain and/or patient injury (i.e. Neurological deficit) and require reoperation, with severity 4 (major) and occurrence 2 (unlikely). Current design controls include: endplate footprints designed to provide maximum vertebral endplate coverage. Surgeon training for appropriate sizing (note that synthes requires all surgeons. Complete comprehensive surgeon training prior to using the product. This surgeon training involves one day training by expert faculty and includes hands-on instruction of implantation of the prodisc-l device using cadaveric models). Patient selection and instructions for use (osteoporosis, osteopenia, osteomalacia are contraindications). Technique guide warns against excessive bony remodeling. Subsidence is detectable on post-operative imaging. The severity of harm in this case, associated with a reoperation of the patient, is consistent with that covered by the current risk analysis document. The summary of safety and effectiveness data for prodisc-l provides occurrence data for subsidence from the ide clinical study based on radiographic assessments. The occurrence of subsidence greater than 3mm was 0.7percent (1/149) for the randomized group, and 2.2percent for the non-randomized groups. A journal review was also conducted to evaluate articles with relevance to the current complaint. Several studies report subsidence as a potential complication of lumbar disc replacement surgery. In some cases, the authors link subsidence to prosthesis size (e.g. Prosthesis endplates too small). In some cases, the authors link subsidence to bone quality (e.g. Bone density t-score less than -1.76. Prodisc-l is contra-indicated for patients with a t-score less than -1.0), including unrecognized osteopenia pre-operatively. Auerbach et al. Conducted a biomechanical study evaluating the effects of prodisc-l implant size on vertebral compression properties and state that: undersized arthroplasty devices may subject the central portion of the vertebral body to higher stresses and increase the risk for implant subsidence. They also state that: although there is some expected bony ingrowth as a result of the plasma pore titanium coating with prodisc-l, there is minimal bony remodeling and no intended fusion at the bone-implant interface. For these reasons, therefore, the initial bony support from the end plate and apophyseal rim in tdr is even more critical in the prevention of device subsidence. Based on the results of their cadaveric compression testing, they conclude that - our results support the use of the largest footplate possible to avoid large end plate displacements and reduce the potential for device subsidence and end plate failure.